Event description:
I was implanted with essure by conceptus permanent birth control micro inserts in my fallopian tubes in (B)(6) 2007. A year later I was suffering with a number of painful symptoms: migraines, back pain, heavy menses, blood clots, pelvic pain, sharp stabbing pain on my left side of my pelvic area. I had a number of infections through out the years from yeast infections, vaginosis and pid. I was also diagnosed with endometriosis, pelvic congestion syndrome from all the inflammation in my lower abdomen, and several cysts on my left ovary. I had to have a hysterectomy to finally remove coils and female organs was only left with my right ovary. My procedure was done (B)(6), 2013.